Event description:
The patient's daughter contacted nephron pharmaceuticals corporation on (B)(6) 2013, regarding a product complaint of no aerosol production associated with the ez breathe atomizer. The reporter stated that the patient, her father, experienced and asthma attack when two atomizers failed to produce an aerosol mist. During a follow-up phone call on (B)(6) 2013, the patient's spouse reported that the patient experienced an asthma attack on (B)(6) 2013, after two atomizers failed to produce an aerosol mist. She added that the patient maintained the atomizers properly. No medical treatment was required. The patient is a (B)(6) year old male with a past medical history that is significant for asthma. The patient's concomitant drug therapy was not known to the reporter. The patient is a former smoker, and the reporter stated that the patient experiences asthma exacerbations often in (B)(6). He used the unit three to four times daily. No other information was available concerning the patient's medical history. Medical review: information regarding the prescription date, prior use and expiration date of the product was not provided.

Manufacturer narrative:
An evaluation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable. The root cause of this complaint cannot be identified, since the device has been destroyed by distributor.